Manufacturer narrative:
The t:slim x2 g5 pump user guide states do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a reused cartridge with 300 units of insulin. Tandem technical support reminded the customer reusing cartridges is off label. The customer¿s blood glucose level was 200 mg/dl. Reportedly, the customer declined further troubleshooting with tandem technical support.